Event description:
I had a gynecare prolift mesh placed to repair pelvic organ prolapse. During the surgery, my bowel was perforated and after the surgery, some of the sutures eroded through the vaginal wall. Those sutures were removed by a second surgery in (B)(6) of 2007. Since the surgery, I have had recurring pain in my abdomen, difficulty enduring intercourse, and leg and hip pain along with frequent need to urinate due to bladder spasms. Dates of use: (B)(6) 2006 - (B)(6) 2010. Diagnosis or reason for use: pop.